Event description:
Initial calcium results 14.7 mg/dl. Same sample repeated 5 times gave results of 12.3, 10.2, 10.1, 10.1, and 10.1 mg/dl. Initial result was not reported. The field service representative determined there was a problem with a valve. The instrument was repaired.